Event description:
It was reported that there was early battery depletion and the device was at eri (elective replacement indicator). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419678 lead, implanted: (B)(6) 2011; 5076-52 lead, implanted: (B)(6) 2011. (B)(4). Evaluation summary: upon analysis, normal battery depletion was found.